Event description:
It was reported that the patient received inappropriate therapy. Increased impedance was noted. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found a fractured pacing coil near the crimp sleeve to the connector ring consistent with fatigue. This could have caused the high impedance and inappropriate therapy.